Manufacturer narrative:
One used sample returned for evaluation. Visual inspection found the sample to be in good condition. Sample was then submerged in water and cuff inflated using a syringe filled with air. Air was observed to be leaking from two 1-2 mm clear tears in the cuff, which appeared to have been caused by a sharp tool. During manufacturing the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The customer claimed this unit was tested prior to use. The failure had to have happened during use and clear tears indicate inappropriate handling with product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient for 2 days, when the patient was having difficulty in being ventilated and patient's oxygen stats dropped. The tracheostomy tube was replaced with an endotracheal tube. The reporter indicated that the device was tested for leaks prior to patient use and no leaks were detected. No incident related medical sequela was reported.